Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the pump performance issue was not confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump passed all tests performed. Product analysis was unable to confirm the reported events. The ams700 ipp cxr 16cm cylinder was visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. The cylinder passed all tests performed. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to malfunction. A new inflatable penile prosthesis pump was implanted. Following the revision surgery, the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to an unspecified product performance problem. A new inflatable penile prosthesis pump was implanted. Following the revision surgery, the event resolved.